Event description:
Customer reported that 57 minutes after starting cardiopulmonary bypass circulation, blood leaked and spouted. The procedure was stopped, the unit was removed and replaced. The same thing happened 10 minutes later.